Event description:
Pt sustained a left intertrochanteric fracture with subtrochanteric extension approximately one yr prior to the date of event. Underwent a cephalomedullary nailing at an outside facility. The pt's fracture has gone on to a non-union and as a result, the left cephalomedullary nail device has broken at the site of cephalomedullary screw placement within the nail. On (B)(6) 2010, the pt underwent a surgical revision open reduction internal fixation of the left intertrochanteric hip fracture. The surgery was without complications and the pt tolerated the procedure well. Catalog and lot numbers are unk since implanted at outside facility.